Manufacturer narrative:
G4: this device is classified as import for export, therefore 510k is not applicable. Model vnl11-j10 is available in the USA with a 510k number k172156. D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective lens cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the objective lens. In addition, our technician confirmed that the insertion flexible tube coating damage, the light guide cable for prong coating damage, the light guide cable perforated, the light guide cable for control body buckled, the objective lens scratched, the bending rubber dirty, and the insertion flexible tube dirty; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (cloudy).